Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The ipp was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a hole with a leak from sharp instrument damage in the proximal end of the cylinder. The second cylinder was microscopically inspected and had buckling folds in the distal end of the cylinder and wear at a fold in the proximal end. The second cylinder passed visual and the leakage testing. The momentary squeezed pump was microscopically inspected, and contamination was found within the ms pump, therefore the pump was not functionally tested. Under microscope observation, the spring was found to be misaligned in the ms pump. The pump passed the leakage testing. The investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The ipp was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.